Event description:
A high blood glucose level was reported by the customer, although the specific value was not provided as it displayed "high." Reportedly, there was air at the top level of the cartridge due to a user error during the load process. The customer was assisted with filling the tubing to push the air out of the cartridge. The customer took corrective action by administering a correction bolus via their pump to address the bg. The customer resumed insulin delivery and was advised to monitor their blood glucose, with the option to call back if the issue persisted.